Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5 fr dual lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue throughout the sample. A longitudinal split was observed just distal to the bifurcation. What appeared to be blood residue was observed within the catheter during tactile evaluation. A spraying leak was observed emanating from the split in the catheter when the red (proximal) lumen was infused. A microscopic observation revealed the split observed just distal to the bifurcation was ¿c¿-shaped with well-defined edges. The fracture surface was observed to be mostly smooth and granular in texture. A relatively large amount of blood residue was observed within the proximal valve. The characteristics of the observed split as well as the amount of blood residue found within the catheter suggest a burst failure due to over-pressurization, most-likely caused by material buildup. The product IFU states: ¿do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate,¿ also ¿do not use a syringe smaller than 10 ml.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that they had a patient with a groshong PICC that was placed at another facility. The PICC was observed by the floor nurse to be leaking at the catheter connection to the red hub. The PICC was removed and a single lumen PICC was placed in the opposite arm without difficulty. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that they had a patient with a groshong PICC that was placed at another facility. The PICC was observed by the floor nurse to be leaking at the catheter connection to the red hub. The PICC was removed and a single lumen PICC was placed in the opposite arm without difficulty. No patient harm reported.